Event description:
The report received from the field states that at the tip of the outback catheter there is a metal 'prong' sticking out of the side hole and it will not retract. This was noticed before being used on the patient but after the product was opened.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that the event date in this report is unknown. It was noted that the event did happen in 2012.

Manufacturer narrative:
The report received states that at the tip of the outback catheter there is a metal 'prong' sticking out of the side hole and it will not retract. This was noticed before being used on the patient but after the product was opened. Analysis of the returned device did not confirm the reported event. One non sterile outback was received coiled inside two plastic bags. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. No other damages were noted. Pressurized water was applied to the catheter through the guide wire port, and exited through the cannula port (as expected), then through the hemostatic rotating valve, and exited through the tip (as expected); no anomalies were detected. A 0.014' guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Cannula deployed and retracted without any anomalies. The prepping difficulty reported by the customer could not be confirmed, since the functional test was performed successfully. The cause of the failure with the customer could not be determined. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. However, no conclusion can be drawn.